Event description:
It was reported that the fiber tip broke during the procedure after 49,082 joules and 10 minutes of use. The fiber tip was not cleaned during the procedure. Another fiber was chosen to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fiber/glass cap is fractured at the uv glue zone. The glass cap distal part is detached and returned. The fiber cap exhibits signs of melting which formed a hole from the surface to the bevel edge. There is some white unknown substance noted inside the distal end of fiber cap. The glass cap exhibits devitrification at the output area, and detritus adhesion around output area. The heat shrink tubing open end wall exhibits signs of melting. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that the fiber tip broke during the procedure after 49,082 joules and 10 minutes of use. The fiber tip was not cleaned during the procedure. Another fiber was chosen to complete the procedure. There was no injury to the patient.